Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the reservoir had rewind anomaly. The patient¿s blood glucose level was 140 mg/dl at the time of the incident. The customer stated that the insulin pump was stuck in rewind anomaly. The customer was advised that the reservoir needs to be replaced. The device is not expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump rewound properly during rewind sequence. No rewind anomaly noted during testing. (B)(4).